Manufacturer narrative:
Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain. No explants were made available for evaluation; however, review of the x-ray provided confirmed the report of postoperative implant separation. Photos of the explanted locking cover and interbody were received. There were no markings or fractures of either device that could aid in determining the cause of the failure. A revision surgery occurred on (B)(6) 2022. The patient showed did not exhibit any negative symptoms as a result of the implant failure. The locking cover and mating interbody were replaced.

Event description:
A patient underwent cervical spinal surgery on (B)(6) 2022, which consisted of seaspine's waveform c and shoreline interbodies. Seaspine was made aware on (B)(6) 2022 of a postoperative implant failure.